Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician via the rep: patient weight was unknown at time of event. When asked whether the lack of motor response from a new lead out of the box been resolved with the lead replacement they responded "yes". No further complications were reported.

Manufacturer narrative:
Product analysis # (B)(4): analysis information -- 02/19/2020 12:57:35 cst pli# 20 product ID# 3889-28 below is unedited, system generated text based on the analysis finding code(s). T the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had no visual motor response when testing their lead with the stimulation j-hook cable. It was decided to replace with a new lead and the caller reported that the lead was defective out of the box. No further complications were reported.